Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the system controller exhibited a clock reset default with low flow and low speed alarms in the history. It was reported that during routine vad interrogation in-clinic, the patient had a clock reset event recorded in the history without an alarm to indicate low flow. At the time of the event, the patient was sitting in her chair at home while connected to battery support with approximately 60% battery function remaining. The patient did not develop any symptoms of lightheadedness or shortness of breath. The patient denied observing a system controller alarm. Interrogation of the vad revealed that the parameters during the clock reset event were flow: 0.3 lpm, power: 11.5 watts, and pulsatility index (pi) of 0.7 and then back to the patient's usual pump parameters. Evaluation of the percutaneous lead did not reveal any areas of kinks or breaks in the line. Evaluation of the battery clips and associated cables and did not reveal any issues. The system controller was changed-out.

Manufacturer narrative:
The reported event of a clock reset event was confirmed after review of the log file data that was retrieved from the returned system controller. The log file contained one clock reset event that appeared to have occurred during a battery change-out. Prior to the clock reset event, a power cable disconnect alarm was active at day 88 hour 13, which suggested a power source was not connected to one of the power cables. The next event captured the clock reset to zeroes, which is indicative of a loss of power and then power to the system controller was restored with the low flow hazard and low speed hazard alarms active. Initially, the pump power was captured at 11.5 watts with the pump speed at 7900 rpm. The increase in pump power appeared to be normal in relation to the initial increase in pump speed. The system recovered from the complete loss of power with the pump speed at 8800 rpm and no notable alarms were recorded following the event. In addition, the pump speed and power did not reveal any notable changes prior to or after the event. The system controller was functionally tested using our equipment in the laboratory and was found to function as intended, even when the cables were manipulated. The system controller was operated solely on the black power cable and then on the white power cable, while manipulating each respectively without any functional issues. The system controller met the specifications for testing and all visual and audible alarms were successfully activated when induced. The analysis could not determine the specific root cause that would have contributed to the complete loss of power.